Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Account reported that patient had bilateral lasik procedure on (B)(6) 2021 and presented at 1 day post op with stage 1 diffuse lamellar keratitis (dlk) in both eyes. On (B)(6) 2021 right eye was stage 2/3 and left eye was stage 2. A flap lift and rinse was done on (B)(6) 2021. On (B)(6) 2021 patient was seen and both eyes were stage 1 to 2 (getting better) and by (B)(6) 2021 patient had no dkl in right eye and only trace in left eye. Vision that day, (B)(6) 2021, was right eye 20/25-1 and left eye 20/20.